Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a pericardial effusion and perforation of left atrium occurred. A versacross connect kit with watchman sheath was selected for used to perform the transseptal puncture, and to deliver the watchman device. During implantation of the watchman device , the physician needed to recapture partially and fully the device multiple times (6 partial, 2 full). During the last deployment (approximately 5-10 minutes prior to device release), a pericardial effusion was noted by the transesophageal echocardiogram (tee) operator. It was located posteriorly, near the left atrial appendage (laa) and measured 3.5cm. Based on the size of the effusion, it was determined to perform a pericardiocentesis to reduce the effusion. Effusion was reduced, but was not resolved as it continued to grow. Hypotension was treated with epinephrine by anesthesia staff. A consultation for potential surgical reduction of effusion was advised however the patient's husband did not provide his consent. Efforts were made to reduce the effusion along with some pharmacological support ultimately reduced the effusion. The patient was admitted to hospital beyond standard of care and became stable. It was further confirmed pericardial effusion did not occur during transseptal puncture (tsp). The tsp was a "one position" and cross, no repositioning was needed. Both vx connect and fxd double curve sheath had no difficulties crossing the septum. The vx connect is not available for return, it was disposed of. The tsp portion of the case was not the cause of the pericardial effusion.